Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that the unit was plugged and left to charge for the day . The unit was running for 20 minutes and all was running good. The technical support advised to turn the unit on and off several times and run it each time for 5-10 minutes. If all is well the unit can be put back in service. The issue could have been the batteries completely discharged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator new unit was having vent inop/inoperable and motor fault alarm. At this time, there is no information regarding patient involvement associated with the reported event.